Event description:
Customer reported the hold button is missing. The customer reported there are no other visual damages to the alarm. The customer did not specify the date when this was found. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the issue; the hold button has been torn off and is missing. The battery springs inside the battery compartment are badly bent. The alarm powers up but none of the control buttons work. The hold function activated automatically when testing the delay function. Unit came out of hold after 30 seconds as it should and the delay function worked as it should. Nurse call function works as it should. No other functional tests can be performed since the control buttons do not work. Note: instructions for use state for battery installation: alarm will "chirp" about every 5 seconds when new batteries are needed. Change batteries at once. Press down on arrow. Slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. (B)(4).